Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insert did not seat fully into the tibial tray. The doctor exchanged for a new insert and it seated fully. The doctor felt that the soft tissue probably held the insert from seating fully.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 158113110, work order (B)(4) was manufactured on 19-april-2021. 22 parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot reprocessing: there was no mrr associated with this lot non-conformance: there was no non-conformances associated with this lot.